Event description:
It was reported during a case that the remb electric wiredriver continued to run when the trigger was no longer activated. There was no patient or user adverse consequence associated with this event.

Event description:
T was reported during a case that the remb electric wiredriver continued to run when the trigger was no longer activated. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
The reported event of running on its own was not duplicated; however, the device had widespread internal corrosion which had affected several components including the motor assembly and its electrical sockets.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.